Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately high compared to a hospital meter. The complaint was classified based on lifescan customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy issue began in february 2016. The patient stated that she manages her diabetes with self-adjusted insulin and denied making any changes to her usual diabetes management regimen in response to the alleged inaccuracy issue. The patient reported that at an unknown time after the alleged issue began she developed symptoms of "sweatiness", "slurred speech" and "passed out". In response to the symptoms, the patient reported that at approximately 7 pm on (B)(6) 2016 , she was taken to an emergency room where she was treated by a health care professional (hcp)with IV glucose. The patient alleged obtaining blood glucose readings of "355 mg/dl" with the subject meter and "45 mg/dl" with the hospital meter,performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. At 9 pm the same day, the patient's blood glucose was retested on the hospital meter and a reading of "97 mg/dl" was obtained. During troubleshooting, the csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open past their discard date and had not expired. The meter unit of measure was confirmed as accurate and the sample site used for testing confirmed as correct. The csr noted that the patient did not have control solution available to walk through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after the alleged inaccuracy issue began.